Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the patient at 125,200 joules. Additional information reported by the customer was during set-up the aim test was performed and the aim beam was working normally. During the procedure, the event did not cause any issues with the patient. The patient's bladder was checked and the broken fiber cap was found and removed. No fiber pieces remained in the patient. There were no error codes displayed on the console when the event occurred.

Manufacturer narrative:
(B)(4).